Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1w5um implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the lead was removed, and a new lead was placed. The patient was tested successfully, and the implant was finished. The cause of the disorientation was not provided to the representative. No further complications were reported.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va1w5um, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient was in the hospital. It was noted that the trial began on (B)(6) 2019. On (B)(6) 2019 the patient reported that they had been in the hospital most of the week. The patient stated the doctor told them that the lead wire migrated up so the evaluation would have to be done over. On a second report, a representative reported that after the patient was discharged form the implant the patient was disoriented and didn¿t recognize anyone. The patient was admitted into the hospital, resolved the disorientation and was discharged. The patient had a CT while in the hospital and the lead was dislodged and was no longer in the foramen. The lead was scheduled for removal on (B)(6) 2019. It was noted that transportation and handling of the patient were contributing factors to the issue. It was noted the patient had 50% or more improvements. No further complications were reported.